Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 04/13/2015. Information received from medwatch # (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the medwatch form, the ligasure handpiece kept acting up, it would have to be unplugged from the machine for it to work right. It would start on it's own without anyone touching it.

Event description:
The drape was burned during the procedure.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.